Manufacturer narrative:
Analysis of the pump revealed a pump motor feedthru anomaly of shorting across the insulator.

Event description:
Additional information was received from a consumer. The patient's prior pump only lasted four years. The pump alarmed and shut down completely. The event date was reported as (B)(6) 2015. The patient was put on oral medications and a few weeks later the pump was replaced on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving intrathecal fentanyl 2000 mcg/ml (dose 12.2 mcg/day) and bupivacaine 8 mg/ml (0.0487 mg/day) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2015, a critical alarm was occurring due to reset and low battery reset. The rep and hcp had interrogated the patient's pump and there was a reset and low battery reset that had occurred. There were multiple logs showing reset and low battery reset. No further history was provided. It was unknown if there was also a safe state log. Patient symptoms were not reported. On (B)(6) 2015, additional information was received from a hcp indicated the patient experienced increased pain and nausea. On (B)(6) 2015, the patient was brought in to interrogate the pump. They were unable to restart it and the pump was set to minimal rate. The pump alarm had not been resolved and the pump was to be replaced on friday (B)(6) 2015. Additionally, the pump was returned and it was indicated on the return paperwork a reset occurred and the pump was in safe state. There was no patient injury and the patient recovered without sequela. A rotor and dye study were not performed. The pump logs examined indicated that multiple resets and low battery resets occurred on (B)(6) 2015 and the pump was in safe state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the healthcare professional and company representative. The patient had experienced withdrawal symptoms which were resolved with oral coverage.